Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual examination revealed no issues. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity testing was performed and the device was found within specification, no opens or shorts were found. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The returned device was received was in good condition with no physical damages that could have contributed to the reported event. The device passed functional, electrical and continuity tests without any issues. Therefore, it was not possible to confirm the reported event.

Event description:
During an ablation procedure to treat atrial flutter, a blazer ii xp catheter and a maestro 4000 system were selected for use. It was reported that the catheter signals were noisy during ablations and the physician is unable to read the signals on the system. The connecting cable was exchanged and all connections were checked, however, the noise persisted. The procedure was cancelled due to the unresolved noise. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial flutter, a blazer ii xp catheter and a maestro 4000 system were selected for use. It was reported that the catheter signals were noisy during ablations and the physician is unable to read the signals on the system. The connecting cable was exchanged and all connections were checked, however, the noise persisted. The procedure was cancelled due to the unresolved noise. No patient complications were reported.